Event description:
It has been reported to philips that the there was an error message: connection to the x-ray system failed. Please restart. Restart did not resolve the issue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there is no connection to the coronary tools. As a part of troubleshooting fse adjusted the settings, examined the dicom nodes, and deactivated ipsec, and reestablished x-ray system along with configuration changes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.